Manufacturer narrative:
Other relevant device(s) are: product ID: 9735788, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that during the procedure, the camera carts blue led ring around the power button began to blink, and then the camera cart shut down. The system was powered down and rebooted, but this did not work to power up the camera cart. However, when the camera cart was powered up on its own, it powered up. The interconnect cables were re-seated but the issue occurred again after powering it up again. The manufacturer representative performed troubleshooting. The same issues are occurring with the camera cart shutting down. This time it was noticed that the main cart shut off, and camera cart was blinking getting ready to shut off. It was also noticed that it boots up correctly when the interconnect cables were switched between systems. It¿s possible the cable could be damaged noticing that one side doesn¿t connect as easily. The system was left on for another 30 minutes to see if the camera cart still shuts down and all cables were checked and everything looks good. The uninterrupted power supply (ups) was reset. System booted up normally. Self test shows everything is connected and charging. Site aborted the use of both imaging and navigation systems. There was a reported delay of less than one hour and no known impact on patient outcome.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, lot #: 1913, ubd: unknown, UDI #: unknown h2, h3, h6: the returned camera cart ups was analyzed, and no failures were found. Previously reported code 10 (b01) is applicable, as are codes c19 and d14. The returned main cart ups was analyzed, and no failures were found. Previously reported code 10 (b01) is applicable, as are codes c19 and d14. The returned battery was analyzed. It was bench tested overnight, in conjunction with the accompanying ups, and at some point overnight, the units shutdown. Previous research / testing has determined that the ups' are functioning as intended and that the battery is defective. Previously reported codes 10 (b01), 120 (c02), and 4307 (d02) are applicable. See h6, additional codes section for other additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the battery and uninterrupted power supply (ups) were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause is suspected to be due to a faulty battery/ups issue with overheating or a short.